Manufacturer narrative:
Batch review performed on 22 august 2018. Lot 140760: (B)(4) items manufactured and released on 14 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 1 year and 1 month after primary surgery. The surgeon determined that the stem was loose. The surgery was completed successfully.